Manufacturer narrative:
It was reported that the tibial slope of the device is outside of the comfort zone. The case experienced a slight notch to the anterior femur even though the preference is a conservative approach. The associated legion visionaire cutting block kit was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch was conducted and noted no deviation from the standard manufacturing processes that could contribute to the reported event. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, no root cause could be found for the complaint. All parts of the planning and design were within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated at this time. The IFU review yields that unsatisfactory performance of device should prompt user to revert to standard instrumentation. IFU instructs to refer to surgical technique. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. However, the reported ¿slight¿ anterior notching could present an increased risk for a periprosthetic femoral fracture, but this could not be definitively concluded. Without the return of the actual product involved and no patient medical information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the tibial slope of the visionaire are outside of the comfort zone. The case experienced a slight notch to the anterior femur even though the preference is a conservative approach. No delay reported. No patient injuries reported. No s&n backup was available or required.